Manufacturer narrative:
Result - a review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5288533. All units tested met the specification requirements. Although no physical samples were available, the customer provided two pictures for evaluation. Photo #1 reveals a 21g pbbcs wingset where the extension tubing is saturated with patient residue (blood). The female luer is missing the luer cap and the cannula is partially retracted, leaving a portion of the cannula tip exposed. Photo #2 shows a close-up version of the unit shown on the first photo, confirming a partially retracted cannula with the needle tip exposed. Retention samples were evaluated. A sample size of 50 units was 100% visually inspected for damage components and functional testing. No damage was observed on any of the components of the retain samples. All units successfully fully retracted. Conclusions - the defect of ¿device does not retract¿ experienced by the customer was confirmed based on the visual evaluation of the photo sent by the customer. Although the failure of needle stick complaints could not be confirmed, having a portion of the cannula tip exposed could be a potential factor for this subject. The actual unit related to this investigation was not returned for evaluation. The sample size of 50 units successfully retracted during the functional test (retraction). A manufacturing related root cause could not be identified. The photo received from the customer does not provide enough evidence to confirm or support manufacturing process related issues for the defect observed in this incident. Since the actual unit related to this investigation was not returned for evaluation and there was no physical evidence, the cause and source for the failures experienced by the customer is indeterminate. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that after the nurse was cleaning up the suspect device after drawing blood cultures, he received a needle stick injury. He had retracted the needle and set it on the bedside table following use but the needle didn't fully retract. The facility reported that their standard practice is to offer the staff member the first round of medications at the time of injury. Consent was received from the source patient to test for (B)(6) and blood borne pathogens. The clinician was sent to the emergency room. The initial reporter believes both the source patient and the nurse were tested but it is unknown the outcome or results of the testing or if the staff member chose to take the medications.

Manufacturer narrative:
The user facility notified the FDA of this incident via medwatch (B)(4).